Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m18009t304, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 20-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 8030647-2018-00388 for the second event. It was reported the that flex connector piece kept "popping" off the endotracheal tube (ett) connector. Furthermore, the flex connector was popping off regularly while in use and attached to patient during ventilation, particularly during transport to magnetic resonance imaging (MRI). During the disconnection there was a loss of positive end expiratory pressure (peep) to ventilation. The device was replaced with a new device. There was no patient injury.